Event description:
The customer reported that the ventilator is out of box failure/out of conformity during pre-use check at 60% fio2 setting the unit delivers 56.6% per known good o2 analyzer. No pt involvement.

Manufacturer narrative:
(B)(4). Eval by the carefusion failure analysis tech is anticipated but has not yet begun.